Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux en y bypass. The surgeon was not able to fire the device or squeeze the handle while transecting the jejunum. However, the surgeon was able to press the green button. The device failed. There was no reinforcement material used in conjunction with the stapling device. There was no medical or surgical intervention needed. There was no injury to the patient.